Event description:
It was reported that, at an unspecified time post a successful splenic embolization procedure using a 12mm x 30cm f-idc peripheral embolization coil, the patient suffered unspecified complications as underwent a splenectomy. No further information was available. Additional information has been requested.

Manufacturer narrative:
The complainant indicated that the coil remains implanted and the delivery system was disposed of at the user facility and will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.